Manufacturer narrative:
The account reported that the device was defective and a piece of the device fell off into the pt during use. The broken component was retrieved and through follow-up with the user facility, it was confirmed that there was no pt injury or any other negative health related outcome related to this incident. The device in question was returned to sterilmed on (B)(6) 2010 for investigation and the tissue pad located within the jaws of the device was found to be damaged. This damage is the result of user error and occurred due to the actuation of the device with the jaw closed. It is recommended in both the sterilmed and OEM IFU documents to keep the jaws open if the blade is active while tissue is not between the blade and tissue pad to avoid damage to the instrument.

Event description:
A harmonic scalpel was reported to be defective and a component fell onto the pt. The broken piece was subsequently recovered.